Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely an early post operative infection on the implant site. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient was explanted of the device due to a recurrent post-auricular staphylococcus infection that could not be controlled by high dose of antibiotics. According to the explantation report, an insertion electrode has been left in the cochlea for later reimplantation.

Event description:
It was reported that the patient was to be explanted of the device due to a staphylococcus infection that could not be controlled by high dose of antibiotics. The surgeon requested a insertion electrode for the surgery scheduled for (B)(6) 2015.